Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed. As received, ipg has instrument marks on antenna silicon. Ipg passes all functional tests. Conclusion: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that during a revision procedure on (B)(6) 2008, the ipg was explanted and replaced because, the physician noticed surface scratches. Follow up on the pt found no further issues reported. The ipg was returned to the manufacturer for analysis. No further info is available.